Event description:
Related manufacturer report number: 2017865-2024-70923. Related manufacturer report number: 2017865-2024-70925. Related manufacturer report number: 2017865-2024-70927. It was reported that the patient had expired due to hypotensive shock from worsening encephalopathy. The patient had previously presented to the emergency room with fatigue and pain. A transesophageal echocardiogram (tee) revealed vegetation on the right ventricular lead, and the patient was found to have infective endocarditis. The implantable cardioverter defibrillator (ICD), right ventricular, right atrial and left ventricular leads were explanted. There was no allegation that the patient death was caused by the ICD system.

Manufacturer narrative:
The reported events were infection and unknown cause of death. As received, a partial lead was returned in two pieces for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.